Event description:
The lid of the lens case on a package of clear care plus hydrogen peroxide solution broke, making it impossible for me to close the case properly and use the case to clean my contact lenses. The part that broke was the top of the lens case itself. FDA safety report ID# (B)(4).